Event description:
The complainant reported that during an impella rp implant, the 23 french peel away was placed and after the dilator was removed from the sheath it was noted that there was a kink in it. The decision was made at this point to exchange it for a 24 french gore dry seal sheath. The impella rp was placed through it without issue and the procedure went smooth. There was no harm to patient and the patient survived the event.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed.

Manufacturer narrative:
The investigation for the introducer damage has been completed. The sheath was returned for investigation. There was kink found right in the middle of the sheath. The patient had tortuous vessels and clinical mentions that it was difficult to pass through vasculature. Therefore, the root cause of the introducer damage - mechanical issue was a introducer sheath kink due to patients tortuous vessels. The instructions for use for the impella rp smart assist system with automated impella controller states the following: section: warnings & cautions: cautions. ¿handle with care. The impella rp with smartassist system catheter can be damaged during removal from packaging, preparation, insertion, and removal. Do not bend, pull, or place excess pressure on the catheter or mechanical components at any time.¿